Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the first reload fired, however, there was a poor staple formation and incomplete staple line distally which was fixed through hand stitching. The second reload had a problem unloading/ removing from the handle.

Manufacturer narrative:
Additional information:(expiration date, lot #). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery on lung cancer radical resection , the first reload fired, however, there was a poor staple formation and incomplete staple line distally which was fixed through hand stitching. The second reload had a problem unloading/ removing from the handle. New reload was used to complete the procedure.